Manufacturer narrative:
Correction: updated section added patient code.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: ajit s puri, et al. "Onyx embolization in distal dissecting posterior inferior cerebellar artery aneurysms." Journal of neurointerventional surgery. 2015. Doi:10.1136/neurintsurg-2014-011622 mdrs related to this report: 2029214-2017-00857, 2029214-2017-00858. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that in this cohort one patient died post onyx embolization. It was reported that this patient had (hunt-hess grade 5) at admission died during the initial hospital stay on postoperative day (pod) 3 due to sequelae of extensive sah and intraventricular hemorrhage. It was noted that in all cases, endovascular treatment was successful, with complete occlusion of the aneurysm with proximal parent artery preservation at the final postprocedural angiogram. Procedure related complications were not observed.